Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device cuff was found leaking during use. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Event description:
Customer complaint alleges the device cuff was found leaking during use. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed no defects were observed. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff maintained pressure at 25 mbar for 30 minutes; however, the clear cuff could not be inflated. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from clear cuff but not from the blue cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. It is possible that the failure could be induced during handling by the user, although this could not be confirmed.